Event description:
Began using a new replacement 770g medtronic pump. Have been having problems with it and the sensors from beginning! And also have been using novolog insulin and was not able to get my sugars below 400. This continued "thur" the use of 3 vials. Was able to finally get a new vial and it appears to be working better. FDA safety report ID# (B)(4).